Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine cutoff control and 100 miu/ml urine control, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Per pi, "because of the high sensitivity of this test, results should be read between 3 and 5 minutes only. A result seen after these times could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used." Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Distributor alleging false negative hcg. Patient (B)(6) confirmed pregnancy with quantitative = 112 ml/u/ml. No additional information or data provided. No reported adverse patient sequela.